Event description:
It was reported that during setup at the user facility the core impaction drill was overheating. As this event occurred during setup at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.